Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal was analyzed and found to have a dislodged retaining ring. Additionally, the instrument exhibited imprecise motion during gripping and un-gripping motions. The grip-tips moved within the joint limits and in the commanded direction; however, a lag or delay in the motion was observed. The grip-tips could not be closed fully. Additional observation not reported by site that is related to the primary failure: the instrument was found to have a dislodged washer of the grip ring assembly. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the synchroseal instrument was noted to have recognition issue. The procedure was completed with no patient harm, adverse outcome, or injury.